Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the proper amount of diluent and did not give an error message. An ortho field service engineeer was dispatched. No death or serious injury was associated with event.